Event description:
It was reported that the patient experienced recurrent low blood glucose while using the iLet system with a Dexcom G7, with the lowest CGM value of 60 and an episode lasting about 2 hours; the patient treated with oral carbohydrates including honey and glucose tablets, and the reason for the low was unclear. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a potential device problem and no identifiable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.